Manufacturer narrative:
It was reported from the clinical study site that the patient was stated to have been reeducated on dressings changes per nursing staff before discharge.  It was further stated that the patient was readmitted to the hospital on (B)(6) 2017 for questionable pneumonia due to weakness and chest pain which came back negative from cultures. Per infectious disease doctor no pneumonia, may be flare up of driveline infection.  Patient on admission vital signs were: temperature (t) 36.0, blood pressure (bp) 99 mean, heart rate (hr) 106, and respiratory rate (rr) 18. White blood count (wbc) 6.9, hemoglobin (hgb) 11.2, hematocrit (hct) 36.2, and platelets (plt) 306. Problem is persistence driveline infection without abscess. Receiving vancomycin 1000mg twice a day (bid) from 6/1 to (B)(6) 17. Started vibramycin 100 mg bid orally on (B)(6) 2017. On admission received one dose of rocephin 1000mg intravenous (IV) on (B)(6) 17. Remained afebrile throughout hospitalization.  Discharged on (B)(6) 2017 with vitals: t 36.0, hr 87, bp 96/37, and rr18. Latest labs on (B)(6) 2017 wbc 4.6, hgb 9.6, hct 30.8 and plt 267. Continued antibiotic as an outpatient as issue was not resolved. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported from the clinical study site that the patient was readmitted and hospitalized from (B)(6) 2017 to (B)(6) 2017 due to infection at driveline site with pus discharge. It was further documented that the patient received medications during the admission and required intervention to prevent permanent impairment or damage. The event was documented as to not being resolved. Event was documented as a progression of the previous driveline infection that has not been resolved. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Infection and gastrointestinal bleed are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Device remains implanted.

Event description:
It was reported from the site that the patient was in hospital on (B)(6) 2017 for infection at driveline site with pus discharge. It was stated that non-sterile technique was used in changing the ventricular assist device (vad) dressing at driveline site. During hospitalization patient developed anemia with a 50% drop in hemoglobin over one month. On (B)(6) 2017 gastrointestinal consult put in. Patient had some abdominal pain and no bloody stools. It was stated that patient was discharged. No additional information available.